Manufacturer narrative:
Manufacturer narrative: siemens evaluated the submitted reagent which showed no obvious signs of damage or degradation. The four individual cassette foil packages were properly sealed, containing the expected desiccant & micropipette. There was no patient sample or instrument submitted. Siemens evaluated the performance of the four cassettes on the clinitek status+ instrument using a positive hcg control solution (25miu/ml). Siemens was unable to reproduce the false negative results as indicated by the customer. The root cause for the discordant results is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The reagent has been requested to be returned for investigation. The cause of this event is unknown.

Event description:
The customer reported a false negative hcg on a new clinitek status+ while running a correlation study, when compared to another clinitek status+ and a non-siemens laboratory analyzer. There was no report of injury due to this event.